Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2025 and (B)(6) 2025. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was reading 10.8 mmol/l and the blood glucose reading was 7.7 mmol/l. No treatment or symptoms were reported from that moment. The next morning at 06:00am, the cgm reading was 9.6 mmol/l. The patient experienced loss of consciousness, fell, and suffered a head injury. The patient was taken to the hospital by his spouse. A fingerstick taken by the at the hospital read 6.3 mmol/l. The patient could not remember the cgm reading. The patient was treated with apple juice, received stitches to his forehead, and was given 2 500mg tylenol tablets. No further treatment was reported to be needed and after less than 24 hours the patient was discharged. There was no documentation of further medical evaluation or intervention. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.